Event description:
It was reported that following the implantation of an elevate anterior the patient has "grade 2 cystocele, pain on palpation and squatting from band at apex." It was also reported that the patient "is pleased with the resolution of prolapse but unhappy with the pain." No revision surgery is scheduled at this time. No additional patient complications have been reported in relation to this event.

Manufacturer narrative:
Implanted (B)(6) 2014.